Event description:
It was reported that the ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).